Event description:
It was reported that this was an arteriotomy closure of the common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve replacement procedure. The suture of one prostyle device was successfully placed. The sheath was upsized to a 16f sheath and the procedure was completed. Reportedly it failed to close and bleeding was noted. Balloon control was obtained post operatively and hemostasis achieved then. Hematoma was noted in the post anesthesia care unit. Manual compression was performed. Hypotension and bradycardia noted and resolved with medication and transvenous pacing intervention which was performed overnight. Patient was kept overnight. Per the physician, the additional adverse events of hematoma, hypotension and bradycardia were caused/contributed by the prostyle device. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and complaint handling system reviews could not be conducted because the lot number was not provided. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The pre-close technique was not used when closing with a sheath greater than 8f. It should be noted that the electronic prostyle instructions for use (eifu), states: for access sites in the common femoral artery using 5f to 21f sheaths. For arterial sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, the IFU deviation would not have contributed to the reported difficulties. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. H6: medical device problem code 1494 - indication for use.